Event description:
The customer reported that an erroneously depressed tacrolimus (tac) result on a patient sample was obtained on the dimension exl 200 integrated chemistry system. The erroneous result was reported to the physician(s) and was questioned. The sample was repeated twice on same dimension exl 200 integrated chemistry system. The repeat results recovered higher, consistent and were considered correct. One of the repeat results were reported as correct result to the physician. There are no known reports of patient intervention or adverse health consequences due to the depressed tac result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that the erroneously depressed tacrolimus (tac) result on a patient sample was obtained on the dimension exl 200 integrated chemistry system. Siemens evaluated the instrument data and the information provided by the customer. It indicated stable photometric performance and consistent optical measurements, with no evidence of abnormal reaction curves, optical noise, or cuvette-related photometer instability. The quality control (qc) recovered acceptably on the day of the event which indicated that the instrument optics, reagent delivery, and calibration stability were considered verified, and the raw photometric filter values demonstrated consistent reaction progression without analytical drift. This indicated that the system was functioning within expected performance specifications during the reported runs. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit the cse, inspected the analyzer, replaced drain ports for all probes, lead screws for sample arm and reagent arm 2, syringe for the reagent arm, adjusted belt for reagent arm 2, and re-adjusted all probes. Based on the available information, the cause of the discordant result was consistent with sample-related factors inherent to whole blood tacrolimus testing, such as variability in sample homogenization or settling prior to aspiration, which may affect analyte distribution. A product problem has not been identified. The customer is operational. The instrument is performing according to specifications. No further evaluation is required.